Event description:
The customer reported that her glucose level was fluctuating for the past four days and requested assistance in checking if her settings are correct. The last blood glucose reading was 199mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. The customer mentioned taking steroids and medications for the rest of her life, which contain acetaminophen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.